Manufacturer narrative:
Concomitant medical products: guidewire (v-18, boston scientific). Saber rx balloon catheter (same sized). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use after a non-cordis guidewire had crossed the lesion; the balloon of 2.5mm x 30cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter did not inflate enough and ruptured at 6 atmospheres (atm). Therefore, it was replaced with another same sized saber rx balloon catheter and inflated at 14 atm then the procedure was completed. There was no reported patient injury. The lesion was at below-the knee. The patient has no infectious disease. The device will not be returned as it was already discarded.

Manufacturer narrative:
Complaint conclusion: during use after a non-cordis guidewire had crossed the lesion; the balloon of 2.5mm x 30cm 155cm saber percutaneous transluminal angioplasty (pta) balloon catheter did not inflate enough and ruptured at six atmospheres (atm). Therefore, it was replaced with another same sized saber rx balloon catheter, inflated to 14 atm and the procedure was completed. There was no reported patient injury. The lesion was at below-the knee. The patient has no infectious disease. The product was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 82187022 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, with the limited amount of information available regarding lesion characteristics and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.